Event description:
On (B)(6) 2009, patient underwent right wrist arthroplasty with prosthetic replacement and given cefazolin preoperatively. Patient discharged on (B)(6) 2009. Patient admitted on (B)(6) 2009 due to continued discomfort and swelling. The wrist showed erythema, swelling and purulent drainage coming from the wound. An irrigation/debridement procedure was performed to remove the arthroplasty components and placement of an antibiotic spacer. During the procedure, gross purulence was noted. The opteform disk and fascia lata graft were removed. Cefazolin was administered after cultures obtained. On (B)(6) 2009, the patient was started on vancomycin and zosyn. Patient discharged on (B)(6) 2009 with vancomycin and ciprofloxacin treatment for 3 weeks. On (B)(6)2009, patient admitted and underwent irrigation/debridement procedure to remove the antibiotic beads, simplex cement with tobramycin and vancomycin, prosthesis placed in joint and cefazolin given. On (B)(6) 2009, patient discharged and continued on vancomycin and ciprofloxacin until (B)(6) 2009. Last clinic note on (B)(6) 2009 stated that there were no signs of infection since the patient was taken off antibiotics.